Event description:
The reporter called and alleged discrepant results on the device when compared to the lab. The reported device results were >8, 4.3 and 2.8 inr. The corresponding lab results reported were 5.4, 2.8 and 1.8 inr. The device was replaced and requested to be returned for eval.